Event description:
Pt complained of burning at edge of veniguard dressing. Upon examination, noted small blisters and redness where solid white adhesive area of veniguard touched the skin. Veniguard removed. No previous allergies noted. Reporting for tracking purposes since we have had more than one similar event relating to this IV catheter dressing.